Event description:
Since I had the device placed, I have had many adverse side effects. I have experienced extreme fatigue, weight loss, mouth sores, headaches, extreme abdominal pain during periods, very heavy, bright red, bleeding with significant clotting during periods. I also have joint pain, tingling and numbness in limbs, mainly arms. Further, it seems that this has interfered with my immune system, as I have had a very difficult time fighting off infections, and becoming ill on a much more consistent basis than ever before in my life. I am generally healthy, and have maintained a healthy lifestyle and weight. I have had numerous blood tests to rule out other illnesses, and there is simply no other explanation for the symptoms that I am experiencing, other than essure. (B)(4).